Event description:
The pt felt a shocking, tingling sensation from the right-sided head, neck, and shoulder area when the deep brain stimulator was turned on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.